Manufacturer narrative:
(B)(4). Batch # m53n4l. The analysis found that one pce45a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Please ensure that the tissue lies flat and is positioned properly between the jaws. Any bunching of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. The reported events could not be confirmed as the device performed without any difficulties noted during the functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a semi-open right upper lobectomy, the target tissue was widely slipped forward at the 3rd firing when the device was used on the lobe. The deployed staples were not formed proper b-shape. The staple line and the cut line did not reach the initial target line. Also, when the malformed staples intended to be removed, some staples were stacked up on the cut end of the interlobar and could not be removed. Therefore, around the site was put 2 stitches with z-plasty to be repaired. Another gold reload was loaded into the same device and fired on the bronchial tube without problem at the 4th firing after the doctor visually checked the device. Before the event, the device was used on the pulmonary vein at the 1st firing and the pulmonary artery at the 2nd firing. The 1st and 2nd cartridges were gray. After the firings, oozing slightly occurred but it was not complaint matter. Also, another like device loaded with a gold cartridge was used on the pulmonary parenchyma twice after the 1st and 2nd firings without problems before this event occurred. There were no adverse consequences to the patient.